Event description:
Due to the sealed ends of the abdominal dressing there is no visibility of hemorrhaging from the incision site. Pt was hemorrhaging, which went un-noticed as there was no blood leakage around the bandage. Pt was admitted to ICU. Staff feels the dressing contributed to late detection of the bleeding. Reporter has also reported red rash on removal of dressing.